Manufacturer narrative:
Information is unavailable; device was not returned for evaluaton.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, at the end of the case, upon removal of the reusable cannula, it broke into two pieces. The broken shaft was removed from the abdominal wall, and the case was completed. No consequence to the patient.